Manufacturer narrative:
Cause-all four casters wornout. This bed found in storage area. No one injured. Replaced brake/steer casters for resolution.

Event description:
Brake system down not holding brake.